Manufacturer narrative:
Product complaint # (B)(4) representing surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. Patient revised to address pain, loosening of tibial component at the tibia/cement interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available ((B)(4)) used to capture medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to implant loosening, and 4 further complaints that did not relate to loosening. Total for lot number: 6 (com-(B)(4), com-(B)(4), com-(B)(4), pc-(B)(4), pc-(B)(4), pc-(B)(4)) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.